Event description:
It was reported that the device was registering a full medication bag as empty. There was no reported patient impact.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿the device was registering a full medication bag as empty¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the device was registering a full medication bag as empty was not determined because no product or device logs were returned. The reported issue that the device was registering a full medication bag as empty could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided.

Event description:
It was reported that the device was registering a full medication bag as empty. There was no reported patient impact.